Event description:
It was reported by a user facility, disengagement of compression hip screw s/p open reduction and internal fixation left hip fracture in 2003 necessitating return to surgery two weeks later for revision.